Event description:
The customer reported to philips healthcare that the heartstart xl received an error message 2004 (system cycle power failure). There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.